Event description:
The laser malfunctioned before the surgical case was started. The laser displayed the error message "fault 15.1 fiber transmission low error." The laser was removed from service and biomed replaced the laser's fiber delivery system. All calibrations were within the manufacturer's specifications after replacement.